Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and info on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain add'l info. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The homecare pt was receiving an unspecified concentration of unasyn via an unspecified PICC line at a keep vein open (kvo) rate of 1.5ml/hr. At 0100, the pump alarmed for an occlusion. At this time, the pt noted blood was leaking from the filter of the tubing set. The amount of blood loss was unspecified. The pt was instructed to go to the emergency room and was informed that the port of the PICC line was clotted. The PICC line was irrigated, the tubing set was reattached to another port of the PICC line was irrigated, the tubing set was reattached to another port of the PICC and the pt was sent home. Later that morning, the pt visited their physician and it was determined that the PICC was not clotted. The tubing set and solution container were changed and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.